Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of capture. Fast heart rate was noted. No intervention was performed. There were no patient consequences.